Event description:
Leads were removed from service because of a "rate sensing issue." Another defibrillation lead was implanted. Implant date: 2/4/92. Removed from service: 8/14/96. Implant months: 54.